Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure wherein the pocket was relocated. It was noted that the ipg was in hibernation during the revision and the physician decided to replace the ipg. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for the revision was due to the pocket being too big and the ipg was flipping over.

Event description:
A report was received that the patient underwent a revision procedure wherein the pocket was relocated. It was noted that the ipg was in hibernation during the revision and the physician decided to replace the ipg. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient underwent a revision procedure wherein the pocket was relocated. It was noted that the ipg was in hibernation during the revision and the physician decided to replace the ipg. No device malfunction was suspected.